Event description:
A customer observed a false positive ami result for the vitros troponin I assay on their vitros eciq immunodiagnostic analyzer. The result was reported and was questioned by the patient's physician. A repeat of the same sample yielded negative troponin I results. Falsely elevated troponin I results may lead to inappropriate physician action. There was no allegations of patient harm.

Manufacturer narrative:
Investigation into the event was unable to determine the definitive root cause. Analysis of instrument dataloggers was unable to confirm that required periodic maintenance by the user had been performed. This could contribute to the generation of false positive troponin I results. The reporting of the false positive troponin I result to the physician was caused by a user error as the customer was not following the assay instructions for use protocol recommendations for confirming positive results.